Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a clinic visit the right atrial lead exhibited noise. On (B)(6) 2018 the lead was successfully capped and replaced. The patient was in stable condition before and post surgery.